Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 failed to open and device not detected on bus. Remote smart service shown online. The customer attempted to resolve the issue by rebooted the device; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 4.1 and 4.2 were not communicating on the system bus due to loose internal connections. The field service engineer (fse) reseated the row board cable and retractor band cable, tested the drawers, rebooted the station, and confirmed the system functioned as intended after the field service engineer repaired the device.